Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted for female sterilisation. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2019, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), 7 years 3 months after insertion of essure. The patient was treated with surgery. Essure was removed on (B)(6) 2019. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-jul-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and ovarian cyst ('follicular ovarian cyst of left ovary') in a 38-year-old female patient who had essure (batch no. C95072) inserted for female sterilisation. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2019, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), 7 years 3 months after insertion of essure. On an unknown date, the patient experienced ovarian cyst (seriousness criterion medically significant). The patient was treated with surgery (bilateral salpingectomy) and drainage. Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain outcome was unknown. The reporter provided no causality assessment for ovarian cyst and pelvic pain with essure. The reporter commented: essure insertion details: tubal ostia were visualized and the essure coil was guided into the patient's left tubal ostia. It was pushed in without difficulty until the black stripe was at the junction between the tubal ostia and the uterus and the thumb screw was then pulled back until it stopped. The button was depressed. The thumb screw was pulled back the rest of the way and one coil. The same procedure was carried out on the opposite side. The essure coils were discarded and the fallopian tubes were sent to pathology ¿concerning the injuries reported in this case, the following ones were described in patient¿s medical record: pelvic pain and ovarian cyst". Lot number: c95072 manufacturing date: 2014-08-12 expiration date: 2017-08-31 quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-aug-2020: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and ovarian cyst ('follicular ovarian cyst of left ovary') in a 38-year-old female patient who had essure (batch no. C95072) inserted for female sterilisation. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2019, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), 7 years 3 months after insertion of essure. On an unknown date, the patient experienced ovarian cyst (seriousness criterion medically significant). The patient was treated with surgery (bilateral salpingectomy) and drainage. Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain outcome was unknown. The reporter provided no causality assessment for ovarian cyst and pelvic pain with essure. The reporter commented: essure insertion details: tubal ostia were visualized and the essure coil was guided into the patient's left tubal ostia. It was pushed in without difficulty until the black stripe was at the junction between the tubal ostia and the uterus and the thumb screw was then pulled back until it stopped. The button was depressed. The thumb screw was pulled back the rest of the way and one coil. The same procedure was carried out on the opposite side. The essure coils were discarded and the fallopian tubes were sent to pathology ¿concerning the injuries reported in this case, the following ones were described in patient¿s medical record: pelvic pain and ovarian cyst". Most recent follow-up information incorporated above includes: on 14-jul-2020: medical records received. Previously reported unspecified event ¿medical device removal¿ was updated to more specified events¿ pelvic pain and ovarian cyst¿. Essure lot number was added. Patients date of birth, and reporter were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted for female sterilisation. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2019, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), 7 years 3 months after insertion of essure. The patient was treated with surgery. Essure was removed on (B)(6) 2019. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.